Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
It was reported, alleged that during the surgery, the nail got stuck in the target device. It was further reported that the assembly (nail+target device) has been pulled out and another nail has been implanted. It was further alleged that the surgery has been delayed 20 minutes the time to reimplant a new nail.